Manufacturer narrative:
This product is not marketed in the us. Lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens was implanted into the patients right eye (od) and replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. It was reported that the replacement lens resolved the problem. In the reporters opinion the cause of this event was due to wtw pentacam over estimation. Additional information has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2019. "Implanted into the patient's right eye (od) on (B)(6) 2019" should be added to the initial MDR. Implant date: (B)(6) 2019. Should be corrected to: "injector model: msitf, lot# unk; cartridge model: sfc, lot# 1439207; injector system model: ftp, lot# 1434034" in the initial MDR. Claim#: (B)(4).